Event description:
Per complaint (B)(4), after taking a dental impression with a mount, a dentist was unable to remove the screw that connected the mount and the implant. The screw had been inserted smoothly. Two tools were damaged. The mount was able to be removed. There was no report of adverse patient consequences.